Event description:
Pt admitted on 10/06/98 with diagnosis of infected nonunion of left intertrochanteric hip fracture. Operating room procedure: removal of cement spacer, implantation left hip. Hemi-arthroplasty vs total hip arthroplasty. Postoperatively pt became hypotensive and required reintubation with assisted ventilation. Pt suddenly developed cardiac arrhythmias and arrested. Resuscitative efforts were unsuccessful and the pt expired at 14:25.